Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (value not provided) which resulted in a partial seizure. Emergency medical technicians assisted the customer and found customer's blood glucose to be 56 md/dl. Multiple follow up attempts were made to troubleshoot and gather additional information, however, the customer did not respond to follow up attempts.